Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal morphine 18mg/ml. The indications for use were non-malignant pain and failed back surgery syndrome. A pump motor stall was reported. There had been a 1-4ml discrepancy in reservoir volume. The pump was turned to minimum rate until the patient had surgery for a new pump. Saline would be put in the new pump. No dye study had been done. The patient was on morphine sulfate extended release 30 twice daily and oxycodone 15 mg 4 times daily as needed.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from the health care provider (hcp) regarding a patient receiving intrathecal morphine at 11.497 mg/day. The pump was in the right abdomen, and the port was at ¿11:00.¿ the patient quit smoking in (B)(6) 2015. The patient had no known drug allergies. A dye study had not been done (due to the patient postponing because she wanted to have knee and foot surgery first), but there had been a 1-4 ml volume discrepancy in reservoir volume for a while. During the patient¿s last refill on (B)(6) 2016, the patient had an (expected) residual volume of 9.4 ml and an actual residual volume of 11 ml removed. The patient¿s current medications from (B)(6) 2016 included celebrex 200 mg once daily, doxycycline hyclate 20 mg twice daily, lasix 20 mg as needed, levothyroxine 100 mcg once daily, phenergan 25 mg every 4-6 hours, sucralfate 1 gm 4 times daily, zofran 4 mg every 4-6 hours, prozac 20 mg once daily, aspirec 81 mg once daily, and oxycodone 15mg four times daily for breakthrough pain (until she recovered from knee and foot surgery). The patient was no longer taking klonopin. The (B)(6) 2016 urine drug screening was consistent with their current medication regimen. The diagnosis/medical decision making included low back pain, other specified spondylopathies (lumbar region), pain in unspecified joint, chronic pain syndrome, nicotine dependence (cigarettes, uncomplicated), bursitis of left and right shoulders. The chief complaints were bilateral shoulder pain, right knee pain, left foot pain and left hand/left ring finger pain. The patient rated her pain an 8 on a scale of 1 to 10 using the visual analog scale (. The patient had not been feeling well the past few days (as of (B)(6) 2016) with mild nausea, but the patient did not experience any other significant withdrawal symptoms as of yet. On (B)(6) 2016 the patient¿s blood pressure was 154/92. The pump was alarming the morning of (B)(6) 2016, and the patient noticed it since midnight ((B)(6) 2016). The patient¿s pump was interrogated on (B)(6) 2016. The logs showed a motor stall occurred at 18:29 on (B)(6) 2016. The motor stall had not recovered by 16:33 on (B)(6) 2016 when the logs were analyzed. The hcp ordered the pump be decreased to minimum rate mode of 0.109 mg/day, and the alarms were turned off. The hcp prescribed morphine sulfate extended release 30mg twice daily. The patient could continue to use oxycodone 4x/day for breakthrough pain. The issue had not yet been resolved; the patient had been referred to a surgeon for pump replacement and possible catheter revision. They planned to fill with saline at the time of revision. Then when the patient healed surgically, they would put morphine in the pump again. It was noted that they may need to refill the pump with decreased concentration prior to the revision since the rate would be decreased at that time. The patient¿s next refill was scheduled for (B)(6) 2016 but they were planning to cancel that. They would need to visit the hcp in one month (from (B)(6) 2016) for prescriptions. It was noted that they had to postpone knee surgery that was previously scheduled for (B)(6) 2016.

Event description:
Additional information was received from a manufacturer representative. It was reported that the pump was explanted.

Manufacturer narrative:
Analysis of the pump identified a gear train anomaly consisting of corrosion and/or wear and/or lubrication in which the stall was due to the shaft/bearing and gear wheel 3. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: catheter; section 'device' information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial #: (B)(4), ubd: 17-march-2012, UDI#: (B)(4), update: the previously applied device codes (B)(4) were replaced with (B)(4). The previously applied method codes regarding the pump are no longer applicable. The method code, results code, and conclusion code pertain to the catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a consumer. The catheter of the patient¿s second pump had broken "prematurely"; the pump battery went off early and the pump had started critically alarming every 10-15 minutes. The date of the event regarding the pump battery went out and started alarming was (B)(6) 2016. The date of event regarding the catheter break was described as being maybe three months before the critical alarm went off in (B)(6) 2016; date of event was unknown. The pump was turned off and the patient was given oral narcotics until the pump could be replaced with their current third pump. During that time when the patient was waiting for pump replacement she fell and broke her back. It was further noted that the patient healed up from that and has been back on pump for a while with no breakthrough medicine.

Event description:
Additional information was received from the patient. It was reported that the catheter had moved and became dislodged and "went bad".

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.